Manufacturer narrative:
The manufacturer previously received information alleging noisy compressor on an everflo device. The device was not known to be in use on a patient at the time of the occurrence. The everflo device was returned to the manufacture's third-party service center for evaluation, and the customer¿s complaint of noisy compressor was confirmed. Additionally, it was noted that the power cord was burnt, sieves were clogged, braided silicone tube was damaged, flowmeter was damaged, pca was defective, opi tubing was contaminated, and overlay kit was damaged. The inlet filter will be replaced due to preventive maintenance. The device was sent to the product investigation lab (pil) for further evaluation. During the external visual inspection of the device at the pil, the technician found physical damage to the power cord which caused a thermal event (likely due to mishandling) resulting in a burnt power cord. Additionally, dirt-like contamination was noted around the power switch, light covers, whisper cap and vent, around the flow meter, inlet cover, air inlet of the rear enclosure, wheels of the device, throughout the interior of the device, compressor, fan assembly, and pca. There was also rust-like contamination on the compressor springs. There were plastic deformations on the front enclosure (indicative of mishandling). Black discoloration was noted on the rear enclosure (likely due to the thermal event on the power cord), scratches on the front and rear enclosures, damaged blue front enclosure foam (likely due from the compressor), and discolored flowmeter tubing. Pil could not confirm the allegation of "noisy compressor" due to the damage on the power cord and the inability to power on the unit. Pil was also unable to power on the device due to damage on the power cord. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information alleging noisy compressor on an everflo device. The device was not known to be in use on a patient at the time of the occurrence. The everflo device was returned to the manufacture's third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the power cord was burnt, sieves was clogged and braided silicone tube was damaged. Flowmeter was damaged. The compressor was noisy, pc was defective, opi tubing is contaminated, overlay kit is damaged. Inlet filter will be replaced due to preventive maintenance. The root cause isn't confirmed at this time. The manufacturer's investigation is ongoing. If new additional information is received a follow-up report will be submitted.